Manufacturer narrative:
Device evaluation summary: the reported deviation in test results was verified during preliminary analysis. The service technician observed a display error message after working the instrument for several hours. The issue was resolved by replacing the act lift drive assembly and the fan assy. Post repair testing was performed per specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that after the use of an act plus instrument, it was reported that the customer believed that there was a deviation in test results. There was no patient impact associated with this event. Medtronic received additional information that the user said, there was a discrepancy between the results of two tests conducted on samples from the same patient. There was no error codes associated with this issue observed, and no test results obtained, or heparin administration.